Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years due to prosthetic mitral valve endocarditis with regurgitation. The infection source was indicated as, "s/p dental work." The health care provider also noted that the explant was due to patient related factors and not a device malfunction. Per the op report, the patient recently began to experience constitutional symptoms and loss of appetite followed thereafter by new onset heart failure. Physical exam and echocardiography demonstrated a new heart murmur and what appeared to be a new perivalvular leak. The patient was transferred with presumptive diagnosis of endocarditis though no blood cultures were positive. The patient had low-grade temperatures. Prior to this disease process, the patient did have a tooth extraction but did receive preprocedural clindamycin. While in the hospital, the patient developed worsening heart failure and worsening echocardiographic appearance confirming presumptive prosthetic endocarditis. Redo mitral valve replacement was planned. Upon removal of the old prosthetic valve, it appeared that the valve had dehisced over roughly a 20 to 30-degree portion of the circumference of the valve. The device was easily explanted. There was a fair amount of inflammation and/or infection in the remainder of the annulus. There were no abscess areas noted. The annulus was debrided as much as possible and a new edwards bioprosthetic valve was implanted. There were no operative complications reported.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event cannot be confirmed. Although the root cause cannot be conclusively determined, it appears that the endocarditis likely contributed to the valve dehiscence, resulting in perivalvular leak. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. In addition, the health care provider has indicated the infection source as "dental work." No further actions are possible with the available information.